Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: ni event description: complaint 1 of 4: (B)(4). Complaint 2 of 4: (B)(4). Complaint 3 of 4: (B)(4). Complaint 4 of 4: (B)(4). The customer who has used cd004 inzii retrieval bag 12/15mm several years asked if the material of that cord has been changed? He had removed a big kidney and the bag cord had broken. He tried four different bags and each cord broke near to guide bead when start to close the bag. Additional information received from applied medical rep. Via email on 27mar25: unfortunately, the customer has thrown all these products to waste and no lot numbers are not available. By accident this came out during with conversation with the surgeon. Surgeon remembers that this happened during past four weeks. No further information cannot be tracked. Additional information received from applied medical representative via email on 04apr25: as I have mentioned earlier the customer has thrown all these products to waste and no lot numbers are not available. And this came out by accident during the conversation with the surgeon. No further information cannot be tracked than you can find below. If such a similar occurs, the customer has been informed to save the bag and take the lot number up for the investigation. Intervention: unknown patient status: no patient injury or illness associated with this event.

Event description:
Procedure performed: ni event description: the customer who has used cd004 inzii retrieval bag 12/15mm several years asked if the material of that cord has been changed? He had removed a big kidney and the bag cord had broken. He tried four different bags and each cord broke near to guide bead when start to close the bag. Additional information received from applied medical rep. Via email on 27mar25: unfortunately, the customer has thrown all these products to waste and no lot numbers are not available. By accident this came out during with conversation with the surgeon. Surgeon remembers that this happened during past four weeks. No further information cannot be tracked. Additional information received from applied medical representative via email on 04apr25: as I have mentioned earlier the customer has thrown all these products to waste and no lot numbers are not available. And this came out by accident during the conversation with the surgeon. No further information cannot be tracked than you can find below. If such a similar occurs, the customer has been informed to save the bag and take the lot number up for the investigation. Intervention: unknown patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.